Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The power management (pm) board was also replaced to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 28feb2019. Date of this report: 28feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer that the touch screen or user interface printed circuit board may be faulty. The fse provided the customer with part number for the possible replacement parts. The customer reported that replacing the user interface screen corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit's touch screen will not calibrate. The customer reported there was no patient involvement. Event date not specified; estimate used.